Event description:
It was reported that the patient presented for a scheduled procedure for a right ventricle leadless pacemaker (vlp). During the procedure, high thresholds were observed on the vlp. The device was fixated in four different locations and three out of the four implant locations had high capture thresholds. Mapping was performed and the patients blood pressure dropped. Surgical staff was consulted; however, the patient expired due to complications.

Event description:
New information noted that the patient's heart was perforated and the patient coded.